Event description:
Post operative x-rays of a pt 5 months post implantation show a non-union and a broken implant. The surgeon who implanted the device was contacted. The operative notes and post operative x-rays were reviewed. These data indicate the device was improperly place and the surgical technique was not followed. Because of the non-union the implant was removed without further problems.

Manufacturer narrative:
The medical segment was not prepared to the requisite depth per the surgical technique guide and IFU. The device was improperly implanted. Breakage was because the fracture went to non-union and the wavy-body was not implanted deeply enough (not per the surgical technique). The fracture went to non-union and the surgeon did not follow the instruction for use leading to implant failure.